Event description:
Related manufacturer reference number: 1627487-2019-07391, and 1627487-2019-07392. It was reported that the patient was not getting adequate therapy post operatively. Reprogramming and turning therapy off for a time did not resolve the issue. As a result, the system was explanted on (B)(6) 2019.